Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump before contacting technical support, and upon receiving information on how to reset it, the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which they acknowledged and understood.